Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. Following the failure of the attempted deployment, the clip was bent and would not open, even after several attempts of opening and closing the clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with the device. It was observed that the device had no clip arm inside of the capsule windows. Microscope examination was performed and it was confirmed that the capsule locking tab was damaged. Dimensional analysis was performed on the bushing outer diameter, and it was found to be within specification. A further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. Functional evaluation was performed; the clip was able to open and close and the clip released from the catheter successfully. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. Following the failure of the attempted deployment, the clip was bent and would not open, even after several attempts of opening and closing the clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.